Event description:
Additional information was received as follows: the aortic neck length and angulation were unremarkable. The cause of the endoleak was likely related to the severely conical aortic neck (tapered neck). On an unknown date the patient underwent a secondary intervention with another manufacturer's aortic cuff stent graft and resolved the proximal type I endoleak. No further information is available.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 54 mm diameter abdominal aortic aneurysm approximately three weeks ago. The aortic neck was 19-30 mm in diameter from proximal to distal. The left common iliac artery was 11 mm in diameter and the right common iliac artery was 15 mm in diameter. The stent graft grafts were implanted without complication. It was reported that on the final angiogram a proximal type I endoleak was noted. The physician performed a touch-up with a balloon; however, the endoleak did not completely resolve. The physician performed another touch-up but the endoleak did not resolve. The decision was made to intervene at a later date. No additional clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Results: endoleak. Conically shaped aortic neck. Conclusion: conically shaped aortic neck.